Manufacturer narrative:
Reliability analysis inspected 4 opened and used enlite sensors and performed visual inspection and found 3 of 4 sensors failed per specifications. 2 of 3 sensors failed with cannula retracted inside sensor base. 3rd sensors failed with cannula broken 1 remaining sensor performed bicarbonate buffer test. Sensor failed per specifications with low readings.

Event description:
The customer reported via phone call that multiple sensor errors and alarms have been received and has used 3 sensors in one day. Customer does not recall any significant events leading to the error., but indicated that she has been using the same sensor for one year. Customer's blood glucose was 97 mg/dl at the time of incident. Troubleshooting was done for sensor and customer was advised on proper insertion techniques and to try a different site for insertion. The customer was also advised to wait until blood glucose stabilizes before calibrating. The customer was advised that the sensor would be replaced and to return the product for analysis.